Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events and patient outcome could not be conclusively determined through this evaluation. Additional information regarding the event was requested from the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. C) contains the following information: section 1 lists peripheral thromboembolic events, bleeding, stroke, sepsis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 outlines the indications of thrombus and how to respond to such events. This section includes information regarding recommended anticoagulation therapy. Instructions regarding preventing infection are outlined in various sections of this document. The heartmate ii left ventricular assist system patient handbook (rev. C) also contains instructions on preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's sex: patient gender was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to intracranial hemorrhage from septic emboli. The device operated as expected and the patient's death was not considered to be device related.